Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace and shock impedances. The shock impedance values recently became out of range, but the pace impedance values are within normal limits. At this time, the lead remains in service. The patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that this right ventricular (rv) lead had chronically high shock lead impedances that were high out range at 149 ohms, however pacing impedances that had risen in the past were now steady around 1500 ohms. There were observations of noise that was being oversensed causing seven inappropriate shocks. In clinic testing was not able to reproduce the oversensing, and commanded shock testing revealed shock impedance measurements of 97 ohms. Subsequently, the lead was surgically capped and replaced. No additional adverse patient effects were reported.